Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on (B)(6) 2020 the patient received pd (peritoneal dialysis) catheterization. 2-4 bags of regular peritoneal dialysis. On (B)(6), it was found that the patient's clothes were partially drenched during peritoneal dialysis. The examination found that the catheter was damaged near the peptide connector, and the patient immediately came to the pd clinic of the hospital. The catheter was flushed prior to use with no abnormality. The adapter was tightened by hand. There was no excessive force and only normal force was used in connecting the shaft and adapter. There was no other product/s being utilized with the device. There was no other visible defect/damage noted. The insertion site treated (wiped) with saline prior to product placement. There was nothing unusual observed prior to use. Normal saline was typically utilized to clean the catheter in its entirety. There was no blood loss and no blood transfusion required. The catheter was replaced as an intervention with a new one, and antibiotics were used in the abdominal cavity for 3 days to prevent peritonitis. It was stated that the treatment was completed. Cleaning agents were not switch ed over the life of the catheter and no cleaning agents ever mixed. The patient did not use sepsiderm ever to clean catheters. There protocol was not changed for cleaning agents used recently. The pd catheter was placed in the abdominal cavity for lifetime use, and the catheter was broken after about 1 year of use. The patient was recovered and no injury

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.